Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as there was mild tortuosity. There were two valiant taa grafts implanted approximately four years ago. (MFR report# 2953200-2011-01630, 2953200-2011-01631). One year post index procedure, the CT demonstrated that the aneurysm was 69 mm in diameter and had expanded by 7 mm in diameter. The site assessed the event as not related to the device or to the procedure. The patient was not treated. A recent CT demonstrated that the aneurysm has continued to enlarge. No clinical sequelae were reported, and the patient was reported to be fine. The films have been sent to an outside consultant for review.

Manufacturer narrative:
(B)(4). Results: (cause of event is unknown). Conclusions: (cause of event is unknown).